Event description:
It was reported to boston scientific corporation that an interject needle was used during a gastric varices procedure performed on (B)(6) 2025. Upon unpacking, the needle was broken and detached. It is unknown how the procedure was completed; however, it was reported to have been successfully completed there were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an interject needle was used during a gastric varices procedure performed on (B)(6) 2025. Upon unpacking, the needle was broken and detached. It is unknown how the procedure was completed; however, it was reported to have been successfully completed there were no reported patient complications as a result of this event. Additional information was received on november 24, 2025: the procedure was completed with another interject needle.

Manufacturer narrative:
Block e1: initial reporter facility name, address, and city: (B)(6). Block h2: additional information: block b5 has been updated based on the additional information received on november 24, 2025. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.